Manufacturer narrative:
An event regarding pain involving a lfit v40 cocr head that was mated with unknown stem. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: rejected for medical review by clinician: provided x-ray does not confirm the reported event. Need primary/revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient had a total hip in 2007 and presented with recent hip pain with x-rays indicating lysis around the screw in the cup. Update 11/january/2019: as reported in adverse consequence details: "patient required revision of the cup with adaptor sleeve and ceramic head". Spoke to rep. A stryker screw was also revised. Rep reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a total hip in 2007 and presented with recent hip pain with x-rays indicating lysis around the screw in the cup. Update 11/january/2019: as reported in adverse consequence details: "patient required revision of the cup with adaptor sleeve and ceramic head". Spoke to rep. A stryker screw was also revised. Rep reported that no further information will be released by the hospital or surgeon.